Event description:
It was reported that the user's caregiver called regarding a device alert and subsequent discovery of a low insulin alert, with reports indicating insulin delivery had stopped the prior night and the pump displayed high. Insulin delivery later resumed after a full supply change. Symptoms included hyperglycemia reaching 401 mg/dl, nausea, and vomiting. Outcomes included continued monitoring and improvement in how the user felt, with no hospitalization. Investigation included troubleshooting and education, confirmation of supply replacement, and follow-up to verify insulin delivery had resumed and glucose was decreasing. Investigation of this case revealed that the user did not revery to alternative therapy after the ilet had entered a low or out-of-drug state that temporarily halted insulin dosing. It was concluded, based on previously established findings for similar reports, that user-correctable supply depletion or interruption most likely caused the event.